Event description:
Three problems identified: 9/13/96, IV felt "rough" going through vein; pt chose not to continue; catheter appearded "rough". 9/18/96, unable to cannulate vein; needle could not even go through skin. 9/19/96, starting #18 catheter with good return, but could not advance catheter further, the tip appeared blunt.